Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearing and seal of the small battery drive device were worn, and the trigger was sticky. It was determined that the electrical control unit and motor were damaged and would not run. It was further determined that the device failed pretest for check power with test bench. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the device did not function anymore. It was not reported if there were any delays in the surgical procedure. It was reported that a spare device was used. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.